Event description:
(B)(4). It was reported that a dissection occurred. An agent dcb mr 2.00 x 30mm was selected for treatment of the target lesion. During the procedure, a dissection occurred. A synergy stent was then used in order to cover the dissection successfully. The patient was discharged from the hospital and passed away at home due to reasons not related to the devices.